Event description:
The patient was undergoing a thrombectomy procedure in the internal jugular vein using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), a non-penumbra guide catheter, a non-penumbra sheath (7f), and a guidewire. During the procedure, the physician advanced the cat7 over the guidewire to the target location and completed three passes. It was reported that while aspirating, the physician was spinning and manipulating the cat7 to get circumferential coverage of the vessel. Next, while torquing the cat7, the hub of the cat7 separated from the cat7; therefore, the cat7 was removed. The procedure was completed with a new cat7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed that the hub was separated from the catheter shaft and revealed a fracture and torquing at the fractured location. If the cat7 is over-rotated against resistance, damage such as a fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Due to the returned condition the cat7 was unable to be functionally tested. Further evaluation revealed bends along the length of the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.